Event description:
It was reported following successful deployment of this jugular filter, removal of the guidewire met with resistance. Continued removal attempts resulted in unravelling and subsequent wire breakage, with a portion of the guidewire remaining in the pt. Filter placement was successful. The pt's condition is good and has since been discharged. A delivery system in the released position, along with a sheath over the shaft of the system and a guidewire were rec'd, evaluated and retained by this MFR. The filter remains implanted and will therefore not be available for eval. The engineering eval indicated the guidewire was unraveled. The core wire measured 200 centimeters and the distal guidewires outer diameter was within mfg spec. A lot search was performed and revealed no other complaints to date on this lot number. The co's follow up revealed the guidewire was removed without the use of fluoroscopy, which may have contributed to this event. However, the co is unable to determine the exact cause for this event.